Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a rotor and latch on display broken and vent won't power off. The ventilator was not on a patient at the time of the event. The service engineer replaced gui (graphical user interface) latch and rotor and installed power supply assy to correct the issue. The unit passed all testing and operates within the manufacturing specifications.